Event description:
It was reported that a flogard infusion pump presented an air in line alarm on channel 1. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Air sensor testing was performed, and the device did not meet specification. A review of the alarm log identified an occurrence of the air in line alarm, confirming the reported condition. The cause of the air in line alarm was determined to be an out of calibration air sensor. To correct the condition, the air sensor was cleaned and recalibrated. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.